Event description:
A dentist called asking about allergic reactions to gluma. I asked what had occurred and he said he cemented a pfm bridge that was supported by 4 teeth on a pt. He applied gluma desensitizer to teeth number 22 and 27 only with a cotton applicator on tuesday. The pt returned (B)(6) 2012 complaining of pain on her gum tissue. The dentist said the buccal surface gingiva was sloughing off, red and swollen in some places and appeared ulcerated. I explained the directions for use by stating we always recommend a rubber dam be used for isolation. He could not remember if any isolation was used. He said he just painted gluma on the teeth. The pt has reported the teeth are no longer sensitive. I explained we recommend only the smallest amount needed be used to ensure it remains off the gingiva. I asked how long it was left on the teeth and if the product was rinsed prior to cementation. He said it was only on for a few seconds and he did not rinse at all. The pt has seen her medical doctor. The dentist did not prescribe anything. I asked if I could send him a copy of the directions for use, the msds, and if I could send him a (B)(4) return label to his same e-mail address to bring in the gluma for evaluation.

Manufacturer narrative:
As allowed by exemption# (B)(4), heraeus kulzer (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. Evaluation summary: this is addressed in the directions for use; mucous membranes are to be protected by using a rubber dam and to be sure that gluma desensitizer only comes into contact with the area to be treated. Directions state to rinse gluma desensitizer off thoroughly with water and apply suction. User failed to properly isolate tissue using a rubber dam and rinse gluma desensitizer as described in the directions for use. This exposed the tissue to the gluma desensitizer. It is addressed in the directions for use that gluma desensitizer is irritating to skin and contact with skin should be avoided. It is stated that if necessary precautions cannot be taken then gluma desensitizer must not be used. The directions were not followed by this user and this resulted in the effects of tissue irritation which the user is warned of in the directions. The gluma used was expired and heraeus does not recommend the use of its materials once they have expired.